Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an rfg2 generator with a closurefast catheter to carry out a procedure. The IFU was followed during preparation, procedure and post-procedure. It was reported that, during the procedure, an error message was received on the generator stating ¿disconnect probe, probe damaged¿. A new catheter from the same lot was used to successfully complete the procedure. No patient injury was reported. The device was used past its 'use by date'.

Manufacturer narrative:
Additional information: the catheter which displayed the issue ¿disconnect probe, probe damaged¿ was not inserted into the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection of the catheter revealed no abnormality or deformity. The lot number associated with the device is 17100000. Visual inspection of the catheter connector revealed no bent pins. Resistance test: the catheter did pass continuity and resistance functional testing: e+ to e- 89.7ohms (80ohms to 113ohms), tc+ to tc- 164.8ohms (less than or equal to 250ohms), resistor 1 value 13.73kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.08kohms (7.90kohms to 8.22kohms). Functional test: the catheter passed functional testing on rfg2. The proper device was recognized by each rfg generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.